Event description:
Complainant alleged that the staff of the emergency romom was treating a 64 year old male patient who had arrested and who had been brought into the hosp. By paramedics. The patient had an idioventricular rhythm of approx. 20. The staff attempted to pace the patient at a pace rate of 80, but the unit was not delivering any energy to the patient. The screen on the device was blank, except for showing a single flat line. The patient subsequently expired.